Event description:
It was reported the pt opted to explant his system as he allegedly stated his system has not worked for several years. The pt underwent surgical intervention to explant the entire system. The explanted products have been retained by the facility. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.